Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the fourth firing of the device the staples were malformed. The surgeon over sewed the incision and placed a drain to drain off fluid. There were no patient consequences reported.